Manufacturer narrative:
(B)(4). D10 concomitant medical device : additional. H2 additional inforamation.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). H2 additional information. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On the day of the event, the patient was reportedly not getting any readings from dexcom for almost 3 hours and it was also not communicating with her unspecified pump. The blood glucose was reportedly so high that she was taken to the emergency department by her spouse. The patient experienced dizziness. She was reportedly treated with electrolytes and potassium and was not hospitalized. At the time of the report, the patient was in normal condition. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.